Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Unknown competitor implantable pacemaker/cardio/defib. (B)(4).

Event description:
It was reported that the patient had received an inappropriate shock due to noise on the right ventricular (rv) lead. It was noted that the rv impedance has increased and that trends show that the impedance has been erratic. The lead was capped and replaced. No patient complications have been reported as a result of this event.